Event description:
It was reported that a stent did not cross lesion. Vascular access was obtained via the femoral artery the target lesion was located in the left anterior descending artery. A percutaneous transluminal coronary angioplasty was performed. A 28 x 2.75 promus premier select stent was advanced, but could not cross the lesion. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, the device returned and analysis revealed stent damage. It was further reported that the target lesion was 50% stenosed, and was predilated with a non boston scientific balloon. It was noted that the stent damage was identified inside the patient because it could not cross the lesion. When it was removed, the stent damage was also identified.

Manufacturer narrative:
Evaluation conclusion codes: updated. Device evaluated by MFR: a 28 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid to proximal regions were flattened and stent struts in distal region were lifted and pulled proximally. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found multiple shaft polymer extrusion kinks. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR: a 28 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid to proximal regions were flattened and stent struts in distal region were lifted and pulled proximally. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found multiple shaft polymer extrusion kinks. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a stent did not cross lesion.vascular access was obtained via the femoral artery the target lesion was located in the left anterior descending artery. A percutaneous transluminal coronary angioplasty was performed. A 28 x 2.75 promus premier select stent was advanced, but could not cross the lesion. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.however, the device returned and analysis revealed stent damage.it was further reported that the target lesion was 50% stenosed, and was predilated with a non boston scientific balloon. It was noted that the stent damage was identified inside the patient because it could not cross the lesion. When it was removed, the stent damage was also identified.